Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient with muscle stimulation presented in the emergency room with device in backup vvi reset mode. Due to unexplained reset, a download was not performed. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and high current was noted on the hybrid. The high current was traced to an anomalous component on the hybrid. The cause of the por was an anomalous component on the hybrid.